Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged. Reportedly, the usb cable is unable to properly connect to the usb port due to missing and/or broken pins in the port. There was no impact to the customer's blood glucose (bg) level. Customer indicated current pump would continue to be used for diabetes management.